Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: during investigation, there was no visible moisture observed in the pump. The pump cover was removed and there was evidence of internal moisture observed on the internal components and the printed circuit board. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked near the cover to the left of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress). It was alleged that there was moisture with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit, cartridge cap or cartridge compartment.